Event description:
It was reported that a device was used during a thorocoscopy procedure. The device fired an incomplete staple line. After releasing the device, there was profuse bleeding from the staple line. Converted to an open procedure to complete the case.